Event description:
It was reported that detector received a medium shocks and customer looking for any testing that needs to be done in response. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the detector received medium shocks and customer asked for any testing that needs to be done in response. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) analyzed and concluded that the detector was dropped and hit the floor. There were mechanical shocks registered in the detector shock log. Advised the customer to check for artifacts and recommended performing a full detector calibration if any artifacts were found. After functional checks performed the customer reported no artifacts, the device was tested and found to be functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).